Event description:
The customer reported one occurence of inaccurate fluid removal on a prisma machine. The pt was in continuous veno-venous hemofiltration (cvvh) mode at the time of this incident. Facility's clinical nurse stated that there were several incorrect weight change alarms and that she overrode these alarms numerous times before she realized that she had hung the effluent bag wrong. According to facility's clinical nurse, an undetermined fluid imbalance was observed on the pt.